Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient confirmed that the alleged issue began on (B)(6) 2010 at approximately 6pm. The patient reported blood glucose results of "32 and 142 mg/dl" with a lifescan meter, performed within a minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient tests five to eight times a day and manages his diabetes with novolog insulin via insulin pump. In response to the alleged issue, the patient corrected and clarified he disregarded the lower result, since he was not experiencing any symptoms at that time, and administered the appropriate amount of insulin based on the "142 mg/dl" reading and his carbohydrate intake of 70. At approximately 8pm that evening, the patient clarified his friend found him unconscious, sweating, and having a seizure. The patient was soon after transported to the emergency room (ER) by emergency medical service (ems) where he later regained consciousness two hours later. The patient confirmed that IV glucose was administered by ems and continued on for an hour while in the hospital. The patient confirmed he obtained a blood glucose result in the "20's" with the ER/hospital meter (time unknown). Prior to being released from the ER two hours later, the patient stated he tested a final time with the ER/hospital meter and obtained a blood glucose result of "242 mg/dl". At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.